Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a pr e-implant balloon aortic valvuloplasty (bav) was not performed. Following deployment of the valve, the patient was rapidly paced and a post-implant bav was performed due to paravalvular leak (pvl). Subsequently, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the valve was above the annulus. A new valve was implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a pr e-implant balloon aortic valvuloplasty (bav) was not performed. Following deployment of the valve, the patient was rapidly paced and a post-implant bav was performed due to paravalvular leak (pvl). Subsequently, the valve dislodged. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the valve was above the annulus. A new valve was implanted valve-in-valve. No additional adverse patient effects were reported. Additional information was received that the valve was initially deployed over a medtronic guidewire at the starting point mid pigtail catheter. The severity of pvl was moderate.